Event description:
Reporter noted intermittent problems with laser during procedure. When starting to laser, found the energy delivered had jumped to 12.5mj. Stopped procedure and sent patient home. No pt injury.